Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the flow monitoring of the rotaflow is inaccurate. The flow rate of the machine was high after two days of use. The flow did not match the actual situation. The device has been exchanged for safety reasons.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the "flow monitoring of the rotaflow is inaccurate". A getinge service technician was onsite to investigate the affected rotaflow. According to the communication grid dated on 020-12-20 the technician tested the affected rtoaflow with 2 reference rotaflow machines. The machines were tested of 7 hours with the same parameters. The flow measurement of the three machines was alike. There was no problem found with the flow monitoring. The rotaflow risk analysis version v06 (dms# 2023689) chapter was reviewed risk ID: h1.1.1.35 on2020-12-21 and following most probable root cause could be determined: malfunction of the flow measurement system: * zero flow calibration failed; * incorrect flow measurement; * device used out of specification; * software error. The product in question was produced in 2019-04-25. The device history record (DHR) of the rotaflow console (material: 70104.6405, serial: (B)(6)) for which a customer complaint was received, was reviewed on 2020-11-25. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The reported failure "flow monitoring incorrect" was discovered during patient treatment. The device was directly involved in the event. The failure could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.